Event description:
Customer states the patient tested 4.4 inr on the coaguchek xs system and 3.05 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.